Manufacturer narrative:
Investigation conclusion: the report of pca tampering was confirmed through physical inspection of the pca module. The event log cannot detect tampering; however, the event log shows two instances where the door was unlocked and locked several times. The first was around 1:46 pm and the second was around 6:46 pm. The pca module event log shows pca module s/n (B)(6) was in use between 12:35 pm (start of received event log) and 9:08 pm on (B)(6) 2020. The event log shows there were 6 pca dose requests delivered between 12:35 pm and 1:35 pm; however, the starting volume could not be determined since only a partial pcu event log was received. Then from 1:47 pm to 6:49 pm, 22 pca dose requests were delivered from a 60ml monoject syringe with 50.1739ml detected. And then from 6:49 pm to 7:27 pm, there were an additional 3 pca dose requests delivered from a 60ml monoject syringe with 28.3327ml detected. The log cannot determine if there were any volume discrepancies from 12:35 pm to 1:35 pm and at 6:49 pm to 7:27 pm; however, the log does show there was no discrepancy from 6:49 pm to 7:27 pm and the volume delivered during this timeframe matched the starting volume detected at 6:49 pm. A review of the device error logs found no errors during the time of the reported event. The returned pca module passed all tests. Device inspection: pca module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion. The left (female) iui was observed dull. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. The door case was observed with dry fluid residue. The keyhole was observed to be tampered with. All parts inspected are manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported pca tampering was identified as due to physical damage of the pca module lock. Device history review: a review of the device history record showed the device had a manufacture date of 17nov2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pca module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pca module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device returned for evaluation.

Event description:
It was reported that a patient stuck razor blades into the lock of a patient controlled analgesia pump module containing an unknown amount of dilaudid and caused the lock to become jammed. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a patient stuck razor blades into the lock of an 8120 pump containing an unknown amount of dilaudid and caused the lock to become jammed. No adverse consequences to the patient were reported.